Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-nov-2017 with the following findings: the pump's black box verified that the voltages were steady with no issues. The pump's electrical current draws were within specifications. The pump's power components had no defects found during the investigation. The pump was exercised for 24 hours with no issues. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a temperature issue with the pump. The reporter noted that the battery compartment was cracked. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.